Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
21 aug 2020 ((follow up 007). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: draft prepared and reviewed. Ca2: draft prepared and reviewed. Ca3: draft prepared and reviewed. Ca4: work initiated. New battery identification is in progress. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Other actions: - review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. - weekly follow-up meetings scheduled.

Manufacturer narrative:
Update (B)(6) 2020 (natus complaint ref. # (B)(4)) corrective action implementation in response to this issue is ongoing. To date, work has been iniitated in relation to the identification of a new battery. Service spec. Update is in process. (B)(4) was released and eleap training is prepared and ready for submission. Update to risk assessment (doc-041612) has also been initiated due to additional complaints. All actions associated with (B)(4) are on track.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
Update 27th may 2020 on the 06th february 2020 the aurical audiometer & loudspeaker, freefit collar without probes or weights, psu, usb cables, melted battery were received. 11th feb 2020 it was identified that the battery chamber melted on freefit sn (B)(6) which was replaced with new ato. The battery lid and battery were replaced. Function and final test performed. Repaired device shipped 2/13/2020. A corrective action plan has been devised and will include the following ca 1: update user guide (7-50-1220-xx) - including translations. Maintenance to include annual battery exchange. ( due date oct. 1, 2020). Ca 2: update service manual (7-50-1050-en) . Maintenance to include annual battery exchange. (Jdue date aug. 1, 2020). Ca 3: update reference manual (7-50-0930-en). Maintenance to include annual battery exchange. (Due date aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Owner: morten host - due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
24 july 2020 ((follow up 006) (natus complaint ref. # (B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: action owner assigned. Ca2: action owner assigned. Ca3: action owner assigned. Ca4: work initiated. New battery identification is in progress. Ca5: work initiated. Document reviewed and it is concluded that document and its content is not actual anymore. Plan is to make it inactive with a "not applicable" rationale. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
09 dec 2020 ((follow up 010) ref complaint#(B)(4). Capa004611 has been generated to investigate this issue. Conclusion on root cause is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. The plan for corrective actions is currently ongoing under capa004611 and are as follows: ca 1: user guide update - including translations. Maintenance to include annual battery exchange. (Due oct 1, 2020). Ca 2: service manual update. Maintenance to include annual battery exchange. (Due aug 1, 2020). Ca 3: reference manual update. Maintenance to include annual battery exchange. (Due aug 1, 2020). Ca 4: change battery where used in 1053 boms. (Due dec 1, 2020). Ca 5: service spec. Update. General review, template and battery exchange (due dec 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (jul 1, 2020). Over all status of CAPA is on track: ca1: -proto version of IFU released. Ca2: -proto version of IFU released. Ca3: -proto version of IFU released. Ca4: new battery identified. (B)(4) is released dcp (B)(4) released. Tech. Design review (B)(4) released. Verification plan and protocol are released. Verification report is released with (B)(4). Battery is released with (B)(4). Bom changes prepared with (B)(4). Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: (B)(4) is released. Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
Patient information - no patient injury reported, device malfunction occurred. Date of event - date of event requested from the customer but information not yet provided. Relevant tests / laboratory data - this section is not applicable as no patient injury occurred. Other relevant history, including preexisting medical conditions: this section is not applicable as no patient injury occurred. Suspect products - not applicable. If implanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this section is not applicable as the medical device is not implantable. Preprocessor name and address - this section is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this section is not applicable as the medical device is not ind. Adverse event terms - this section is not applicable to medical devices. If remedial action initiated , check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this section is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due (B)(6)2020 ). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due(B)(6)2020 ). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due (B)(6)2020 ). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due(B)(6)2020 ). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due(B)(6)2020 ). Ca 6: create new service note including implementation. Annual battery exchange (due (B)(6)2020 ). All corrective actions can be completed independently. Current status: ca1: -proto version of IFU submitted with eco#34938. Ca2: -proto version of IFU submitted with eco#34938. Ca3: -proto version of IFU submitted with eco#34938. Ca4: new battery identified. Ecr#18858 is released. Dcp doc-048835 submitted with dco#43335. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Other actions taken: - weekly follow-up meetings scheduled. - review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
05 jan 2021 ((follow up 011) ref natus complaint#: (B)(4). Conclusion on root cause of this event is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Capa004611 was generated to investigate this issue. Corrective action plan for capa004611: ca 1: user guide (7-50-1220-xx) updated - including translations. Maintenance to include annual battery exchange. Ca 2: service manual (7-50-1050-en) updated. Maintenance to include annual battery exchange. Ca 3: reference manual (7-50-0930-en) updated. Maintenance to include annual battery exchange. Ca 4: changed battery (8-73-02200 where used in 1053 bill of materials). Ca 5: service specification. (0-80-00311) updated. General review, template and battery exchange. Ca 6: created new service note including implementation. Annual battery exchange. Final status of capa004611: ca1: -proto version of IFU released. Translations completed. Ca2: -proto version of IFU released. Translations completed. Ca3: -proto version of IFU released. Translations completed. Ca4: completed as follows: new battery identified and released. Doc-048835 - 1053 freefit battery change - design planning checklist released. Doc-048834 - 1053 freefit battery change - technical design review record released. Verification plan and protocol are released. Verification report is released. Rii for battery is released . Bom changes are released. Dmr updates are released. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 - fs - service note 20-01 annual 1053 aurical pmm battery replacement work instruction released. (Including eleap training set up). Effectivity check plan will be carried out on capa006611 as follows: continue complaint trending on quarterly basis on the issue (melting plastic in battery compartment) for one year from implementation of actions. New battery is part no. 031814 (panasonic: bk200aab). Acceptance criteria: < 1 complaint involving the new battery. Fail criteria: > 0 complaint involving the new battery. Risk was assessed as minor (3) and product risk is considered tolerable, as per qms-001647 risk management instruction for the potential hazard of minor user burn, and delayed patient diagnosis if equipment becomes non-functional. The benefit of the device outweighs the minor risk remaining.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
Update (B)(6)2020. This issue is being investigated under capa004611.

Event description:
Customer reports melting around the battery casing- aurical aud/pmm, 1081.

Manufacturer narrative:
Update (B)(6)2020. Product has not been returned to date for evaluation. This issue is being investigated under capa004611.

Event description:
Customer reports melting around the battery casing- aurical aud/pmm, 1081.

Manufacturer narrative:
Update(B)(6)2020 (natus complaint ref. # (B)(4) ) capa004611 has been initiated to investigate battery melting issue. Root cause of failure has been attributed to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Corrective action plan is inworks and will involve 1. Update to user guide. Maintenance to include annual battery exchange. 2. Update to service manual. Maintenance to include annual battery exchange. 3. Update to reference manual maintenance to include annual battery exchange. 4. Change battery (8-73-02200 where used in 1053 boms). 5. Update associated service spec. General review, template and battery exchange. 6. Create new service note including implementation. Annual battery exchange. Estimated completion date for all associated corrective actions is (B)(6)2020.

Event description:
Freefit melting around the battery casing.

Manufacturer narrative:
15 oct 2020 ((follow up 009) ref complaint# (B)(4). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Current status: ca1: -proto version of IFU released with eco#34938. Translation expected week 12 oct 2020. Ca2: -proto version of IFU released with eco#34938. Ca3: -proto version of IFU released with eco#34938. Ca4: new battery identified. Ecr#18858 is released. Dcp (B)(4) released. Bom changes prepared with eco#34922. Tech. Design review (B)(4) released. Verification plan and protocol are released. Verification to start week 12 oct 2020. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: (B)(4) released with (B)(4). Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Freefit melting around the battery casing.